Event description:
It was reported that during a lead revision (related manufacturer reference number: 1627487-2024-09429) the physician damaged the s2 lead. As a result, the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.